Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had reset. The customer did not recall observing a reset message on the screen, but observed the pump screen turn off and back on again without plugging the pump into a power source. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to reload the cartridge and resume insulin delivery.